Event description:
It was reported that balloon rupture occurred. The patient underwent a rotational atherectomy to dilate a heavily calcified target lesion. A 6mm x 150mm sterling balloon catheter was chosen for post-inflation of the vessel. However, during the procedure, the balloon ruptured due to the extensive calcification. Subsequently, a 7mm x 150mm x 130mm innova stent was deployed successfully. The procedure was completed and there were no patient complications reported.